Manufacturer narrative:
We are currently gathering further info regarding this event. We will provide a f/u report with the results of our investigation.

Event description:
A healthcare facility reported a "significant unexplained deterioration in a ventilated pt" and rainout in an rt235 infant breathing circuit used inside an open incubator. The healthcare facility reported they believed the excessive rainout had contributed to excess water collecting around the endotracheal tube connector which ran, or was blown by airflow into the endotracheal tube and the pt's lungs causing acute deterioration in the condition of the pt. It was reported that occlusion of the blow off valve on the manual inflation valve was carried out to adequately inflate the pt's lungs for a short period. We subsequently followed up for further info regarding the current status of the pt, and it was reported the pt no longer required ventilation.